Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise. During follow-up, noise was able to be reproduced and x-rays were sent for review. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise. During follow-up, noise was able to be reproduced and x-rays were sent for review. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.